Event description:
Per the respironics sales representative the unit's alarms do not work. The unit was returned for evaluation, where upon receipt, the unit was reviewed by quality assurance, service, and engineering. The qualit assurance engineer performed the initial evaluation and confirmed the complaint. The unit was sent to engineering for analysis where it was determined that the speaker wire broke creating an open condition. The unit was then sent to service for performance and electrical testing where the speaker assembly was replaced as part of the key panel assembly to correct the problem. No patient involvement.